Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported in a the literature article "retrieval of distally migrated coil using stent retriever and proximal aspiration", that balloon assisted coiling for internal carotid artery (ica) terminus aneurysm was done. Follow up digital subtraction angiography (dsa) showed migration of the coil into right middle cerebral artery (mca) m3 segment. M3 branch was catheterized with a microcatheter, subject stent retriever was advanced through the microcatheter and migrated coil was retrieved while performing concomitant aspiration using an intermediate catheter. Follow up dsa showed recanalization of the m3 branch with moderate vasospasm of the treated segment which got resolved with medication. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text : the device is not available to the manufacturer

Event description:
It was reported in a the literature article "retrieval of distally migrated coil using stent retriever and proximal aspiration", that balloon assisted coiling for internal carotid artery (ica) terminus aneurysm was done. Follow up digital subtraction angiography (dsa) showed migration of the coil into right middle cerebral artery (mca) m3 segment. M3 branch was catheterized with a microcatheter, subject stent retriever was advanced through the microcatheter and migrated coil was retrieved while performing concomitant aspiration using an intermediate catheter. Follow up dsa showed recanalization of the m3 branch with moderate vasospasm of the treated segment which got resolved with medication. No other information is available.